Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test, pressure transducer test, safety valve test, o2 sensor/cell test and flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description. There was no patient involvement. Based on technician statement, the expiratory cassette and nozzle unit were checked and nozzle unit of air gas module has been replaced, to resolved the issue. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. Defective part and device's logs were not available for further evaluation. The root cause to the reported issue has not been determined.